Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G4: date updated to may 2, 2019.

Event description:
(B)(6) 2019: updated event description based on devices received on (B)(6) 2019: it was reported that on (B)(6) 2019, during an anterior lumbar interbody fusion (alif) surgery, the synframe retractor grub screws of two (2) synframe half-ring were damaged. The surgeon was doing the anterior lumbar approach to expose the appropriate lumbar segment to be treated. The retractor is a key instruments set to reach this goal. While setting up the synframe retractor, the scrub nurse noticed that the grub screws were damaged and did not allow the retractor to be locked and stiff. It was decided to use rubber or strong tap and put the rubber on the 2-half ring part. The procedure was successfully completed with no surgical delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Lot number & manufacture location provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: complaint is confirmed as we are able to confirm complaint description (damaged) based on the received pictures. Upon visual inspection of the complaint device it can be seen that screw recess (hexagon socket) is badly deformed from use, and is now in not useable condition (see pictures attached on pc level), this thus confirming the complaint description. Otherwise, the part is in a good condition for his age (showing normal wear and tear from often use over the years). A function test is based on the already mentioned deformation not possible anymore. A device history record (DHR) review was performed for the affected lot, 16 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in june 2008. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an anterior lumbar interbody fusion (alif) surgery, the synframe retractor grub screws were damaged. The surgeon is doing the anterior lumbar approach to expose the appropriate lumbar segment to be treated. The retractor is a key instruments set to reach this goal. While setting up the synframe retractor, the scrub nurse noticed that the grub screws were damaged and did not allow the retractor to be locked and stiff. It was decided to use some rubber and put the rubber on the 2-half ring part. The procedure was successfully completed with no surgical delay. There was no patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).